Event description:
It was reported that this pacemaker was experiencing oversensing on the right ventricular (rv) lead. The patient was experiencing a junctional rhythm. Technical services (ts) was consulted and recommended reprogramming. The device remains in service. No adverse patient effects were reported.